Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 72760un24. Ticket trending review did not identify any related trends for the issue for the product. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with lot with lot 72760un24 and complaint issue. Additionally, in-house accuracy testing was completed. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect anti-tpo reagent lot 72760un24 was identified.

Event description:
The customer observed falsely depressed architect anti-tpo results for patients after switching to a new reagent pack (same lot number). The following results were provided (reference range = <5.6 ui/ml): (B)(6) 2024 sid (B)(6) initial result = 67.00 iui/ml, repeat with new reagent pack = 355.2 iu/ml. (B)(6) 2024 sid (B)(6) initial result = 3.6 iu/ml, repeat with new reagent pack = 14.8 iu/ml. The quality controls were originally within range prior to testing patient samples. A new reagent pack of the same lot number was started which were showing low patient results. Quality controls were then repeated on this new reagent pack and were out of range low. There was no impact to patient management reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k47-25 has a similar product distributed in the us, list number 2k47-27.

Event description:
The customer observed falsely depressed architect anti-tpo results for patients after switching to a new reagent pack (same lot number). The following results were provided (reference range = <5.6 ui/ml): (B)(6) 2024 sid (B)(6) initial result = 67.00 iui/ml, repeat with new reagent pack = 355.2 iu/ml. (B)(6) 2024 sid (B)(6) initial result = 3.6 iu/ml, repeat with new reagent pack = 14.8 iu/ml. The quality controls were originally within range prior to testing patient samples. A new reagent pack of the same lot number was started which were showing low patient results. Quality controls were then repeated on this new reagent pack and were out of range low. There was no impact to patient management reported.